Event description:
(B)(4) clinical trial. It was reported that post percutaneous coronary intervention, a death occurred. In (B)(6) 2010, the patient was diagnosed with stable angina and cardiac catheterization was recommended. The de novo target lesion was located in the distal right coronary artery was 99% stenosed and was 12mm long with a reference vessel diameter of 3.00. Target lesion #1 was treated with pre dilation followed by placement of a 2.75mm x 16 mm taxus liberte stent with 0% residual stenosis. Six days post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with congestive heart failure and was hospitalized on the same day. Subsequently, the patient died due to congestive heart failure. At the time of the event, the patient was only on aspirin. The study drug was never taken during this study. It is unknown if the patient was taking any other antiplatelet medication.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that in (B)(6) 2013, the subject complains of shortness of breath and chest pain. During hospitalization, the subject was diagnosed with acute hyperglycemia, acute pulmonary edema and bilateral pedal edema. The subject underwent diuresis and was kept on lasix. The subject was recommended to continue other medications as well. It was also further reported that the patient cause of death also included acute pulmonary edema. Autopsy details are not available.

Event description:
It was further reported that in june 2013, the patient had some pain during the "previous night" for which she was treated with toradol that helped her sleep well all night. During hospitalization, electrocardiogram was performed and revealed inverted t-wave with marginally elevated troponin levels. After seven days, the patient was discharged to nursing home with hospice care. A day after discharge, the patient experienced pain, for which she was given treatment. Pain recurred after 2 hours and treatment was again given. An hour after, the patient was noted to be in distress with very minimal eye movement. Subsequently the patient was noted to have no breath sounds and pulse, and the patient died.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date corrected (B)(6). Describe event or problem, relevant tests/lab data and patient code updated. (B)(4).